Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent revision breast augmentation with a 325cc mentor memorygel, breast implants on both sides and was presented with bilateral breast implant rupture postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2020 with catalog number 3503254bc and serial number (B)(4) on the left side, and with catalog number 3503254bc and serial number (B)(4) on the right side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 22, 2020, mentor became aware that lot number field number d4 was inadvertently left blank under the previous initial submission. It has been updated as "7717855" on this form. Manufacturer¿s reference number: (B)(4).